Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported on (B)(6) 2016 they were out doing stuff and took a shower and went to bed, but when they were lying down the setting said 3.75 volts, but was usually at 1.50 volts. It was noted the pulse and power were ¿way high¿ so they turned therapy off, even though they usually never turned therapy off because it wouldn¿t do anything. It was also noted a week ago they were sleeping and stimulation ¿jumped¿ up way high and came on strong and woke them up from a deep sleep, and they weren¿t sure ¿if there was an alien in it or what.¿ it was noted currently they were able to change their settings and therapy was working well, but they weren¿t sure what was causing the problem, or if a microwave or table saw could cause the device to switch. It was noted the consumer did have adaptivestim activated and it took them 10 minutes to switch positions. There were no traumas or falls reported related to this issue.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.